Manufacturer narrative:
510(k): report is for two (2) unknown locking screws. Part number unknown, lot number unknown; UDI unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision of femur was performed due to loss of reduction, which required hardware removal of a long trochanteric fixation nail advance (tfna) nail and had to be replaced with 95 degree blade plate. Revision surgery was completed successfully without any surgical delay and without any medical intervention required. Patient status/outcome reported as fine. This report is for two (2) unknown locking screws . This is report 3 of 3 for (B)(4).